Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a cassette alarm. There was no patient injury reported.

Manufacturer narrative:
Other, other text: h6: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device was found to be missing the tamper seal and the downstream occlusion sensor was peeling. The event log revealed evidence of error messages. Upon function testing, the reported problem was duplicated. The root cause of the reported problem was found to be a broken latch/lock pin the latch/lock was replaced to resolve the issue. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.